Event description:
It was reported the "call your doctor" icon was displayed and an out of regulation (oor) condition was reported. Troubleshooting was limited due to lack of access to product and or patient. Later that same day it was reported there was a loss of therapeutic effect. Patient's tremors came back almost as bad as before having the implant. It was also noted the patient was weak. It was noted the tremors started about two months ago in the middle of (B)(6). The patient worked out on a ranch and bumped their chest and implantable neurostimulator (ins) into a water tank. Patient bumped the left side of the head on a truck door on a windy day and now their tremors are back on the right side. Patient's shaking is almost as bad as without the implant. Patient symptoms came back around the same time as bumping into the tank and truck door. X-ray and cat scan was done in november. Therapy was benefitting the patient for their mobility but the tremors were affecting the patient in the eyes, chin, right arm and legs. Device was on but not providing therapy and not working like it was prior to two months ago. It was also noted the right side always had the most powerful tremors. Reprogramming was done in (B)(6) and out of regulation (oor) code was seen. The health care provider did an impedance test and adjusted settings. The next day it was reported impedances were greater than 4,000 ohms. The left hemisphere was measuring out of range on impedances. It was noted the patient hit the (ins) with water heater while attempting to move in september. Since then the patient had issues. Prior to incident in (B)(6) c and 0 were at 4.5 volts and the patient was getting "perfect therapy benefit." Impedances were c- 8397, c1 7476, c2 1427, and c3 1450. With programming around attempts it was better with constant current mode, c & 2. Programming with 1 & 0 was 11 ,718 ohms. Constant current was unable to increase past 2.1 volts but needs higher amplitude. Follow up reported there were no visible breaks in the extensions or leads seen on the x-ray. There were no malfunctions seen or cause of issue determined. It was noted there would be a surgery scheduled to replace ins and extensions. Patient was not receiving effect therapy at the time of report. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4). Conclusion code will also apply to this event.

Event description:
Additional information received reported that the patient had surgery on (B)(6) 2013. It was stated that the patient was "doing really well". The left lead and implantable neurostimulator (ins) were replaced and "everything checked out great". No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3389s-40, lot# v635829, implanted: (B)(6) 2011. Product type lead: product ID 3389s-40, lot# v483065, implanted: (B)(6) 2011. Product type: lead. (B)(4).